Event description:
A report was received by lifescan that a patient experienced hypoglycemia while using an ot ultra meter. On event date, patient was found on the floor unconscious. Patient's blood glucose was 6.2mmol/l on ot meter during the event, patient has hit spouse's head while falling and their cheek got bruised. Spouse called the ambulance. The paramedics treated patient at home with an unknown parentral medication and transferred pt to the hospital. At the hospital patient was treated for hypoglycemia and released home after 2-3 hours. Patient's blood glucose reading by paramedics or hospital unknown. No further information has been reported.